Event description:
Additional information was reported that no actions have been taken after trying to restart, they shut it down and the physician assistant was going to talk to the patient. There was no plan with what to do with the patient and the clinic has not contacted there regarding this patient again. The cause of the loss of stimulation was not determined. The patient's system was left off. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3210, serial#: (B)(4), product type: transmitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported patient felt implant never worked as well as the trial and stimulation was intermittent, so patient stopped using system and it has been off since around 1999/2000. It was reported the patient also had an infection ¿back then¿ and things changed so the patient stopped using the device. The patient stated they were implanted for back pain, primarily left leg pain but they also have pain in right leg and to feet. Patient mentioned when they sit, they start to get nerve pain through low back and buttocks. The rep was walked through using transmitter (with new battery installed) - on channel 1, caller reached 12v (at 85 rate) and patient wasn't feeling stim. Caller turned on channel 2 and patient felt light stim at 3.6v, 200 rate, mostly in right leg to feet. Caller went back to channel 1 and set pulse width and rate to 200 and patient felt medium stim at 3.5v on left side. Caller looked at active electrodes and transmitter was set to 0- 1+ 3- for channel 1 and 4+ 5- for channel 2 - caller left these as is. Patient then moved antenna from over clothing to right against their skin and while doing this, they lost stim and even when antenna was back over receiver, they were never able to feel stimulation again. Caller turned transmitter off/on and readjusted stimulation and the caller was walked through using antenna locate feature (caller did hear low/high pitches) but caller still wasn't able to recapture stim with adjustments. It was reviewed that it wasn't clear why patient would feel stim and then no longer feel stim just from moving antenna. A potential impedance issue was reviewed but it appeared transmitter was working as the antenna locate feature appeared to find receiver. No further complications were reported/anticipated.